Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4). Product type: extension: product ID 3778-45, serial# (B)(4). Product type: lead. (B)(4).

Event description:
Additional review indicated that previously reported information in manufacturer report # 3004209178-2013-07065 pertains to this event.

Event description:
It was reported there was a loss of therapeutic effect. The patient's pain returned in their legs about 2-3 weeks ago. It was noted the last time patient felt stimulation was 2-3 weeks ago. It was also noted the patient fell about a month ago and landed on their arms. The patient was on program one at 4.7 volts and increased to 5 volts and reported not feeling stimulation. Patient tried another program and was 8.2 volts and was not able to feel stimulation. Patient noted this was a high voltage compared to 3.9 volts which is what they normally use. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported that the cause of the event was a fall. It was noted that impedance measurements were ¿over 1300 ohms.¿ it was noted that it was unknown if the issue was due to the stimulator or due to the lead and extension. It was noted reprogramming was done on (B)(6) 2013. It was noted that a revision or replacement would occur. It was further noted that the procedure had not been scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4). Product type: extension: product ID 3778-45, serial# (B)(4). Product type: lead. Manufacturing site updated to FDA establishment registration # (B)(4).

Manufacturer narrative:
(B)(4).